Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): right heart failure is common in patients receiving lvads. Right heart failure usually develops within the first 24 hours after lvad implant. Warning signs include increasing right atrial pressure (rap) with concurrent decreases in the pulmonary capillary wedge pressure (pcwp) and lvad flow. Systemic hypotension, tachycardia and a decrease in urine output soon follow. Volume should be given to increase the rap to 15-18mmhg. This can be accomplished quickly and easily in the operating room while the patient is on cardiopulmonary bypass. Increasing the rap to >20mmhg is usually ineffective. After optimizing intravascular volume, increasing inotropic drug support in conjunction with pulmonary vasodilators such as nitric oxide is usually effective. If volume and pharmacological therapy fail, a right ventricular assist device (rvad) should be considered. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. Devices remain implanted.

Manufacturer narrative:
Outcome attributed to adverse event (life-threatening) not death. Operator of device (physician). Type of reportable event: (serious injury) not death. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status of history of double outlet right ventricle (dorv), ventricular inversion, large subaortic vsd s/p stenting procedure, vsd closure, and lv to aortic baffle complicated by post operative heart block for which he underwent pacemaker implantation. (B)(6) 2008 transvenous dual chamber pacemaker system due to fracture of ventricular epicardial system, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the staff that a (B)(6) with congenital illness with complicated past medical history was implanted with lvad in (B)(6) 2015, 3 days later needed rvad cmag placed. Patient remained in the hospital with poor prognosis.